Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements for the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had been increasing over the last year. During the in office check, shock impedance measurements were greater than 125 ohms. Boston scientific technical services (ts) discussed possible calcification on the lead and recommended further evaluation. The rv lead and ICD remain in service. No adverse patient effects were reported.